Manufacturer narrative:
The investigation determined that lower than expected vitros na+ results were obtained from a non-vitros quality control fluid when processed using vitros clinical chemistry products na+ slides lot 4212-0976-2667 on a vitros 250 chemistry system s/n (B)(4). The most likely assignable cause is user error. The customer failed to calibrate vitros na+ when the lot of electrolyte reference fluid was changed. The vitros na+ slides instructions for use (IFU) instructs the user to calibrate the na+ slides when the vitros reference fluid lot number changes. After calibrating vitros na+ lot 4212-0976-2667 using the new erf lot, acceptable vitros na+ quality control performance was observed. The investigation did not identify a reagent or vitros 250 chemistry system malfunction.

Event description:
A customer reported a lower than expected result for a non-vitros quality control (qc fluid) obtained using vitros clinical chemistry products na+ slides on a vitros 250 chemistry system. Biorad quality control fluid, lot 31820, level 2, results of 128.1 and 128.1 mmol/l versus expected na+ result of 162.8 mmol/l when compared to the customer baseline mean. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).